Event description:
The contact stated that the customer appeared to be suffering from a hypoglycemic reaction, and paramedics were called. The customer's blood glucose was tested using her contour meter and the reading was 129 mg/dl. The customer's glucose was tested a few minutes later using the paramedic's meter and the reading was 32 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not provide any more info about the event. The test strips are to be returned for evaluation, and the meter is to be replaced at the customer's insistence. Replacement products will be sent to the customer.